Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting nurse due to meter error message. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 26-jan-2026 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error message (e-3 and e-5). The customer feels well and did not report any symptoms. Customer stated that after hearing manufacturer's announcement on the phone system regarding the e-5, she had hung up the phone and contacted her nurse. Customer stated that the nurse advised her to contact the manufacturer. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. Customer stated she wanted to try to run another blood test again later and would call back. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/27/2027 and per the customer the open vial date is 5 days ago.